Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned microcatheter was missing its entire polymer tip, approximately 5mm in length. The distal segment of strands of the catheter shaft was disarranged probably caused by accumulated torsion. The tip segment was microscopically observed. Oblique cracks were seen on the surface of the remaining tip polymer. On the whole braids and the innermost polymer layer were found twisted where the tip was torn off. These findings indicated that the tip became damaged by torsional stress. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Reviewing of manufacturing records found no indication of product deficiency. Based on the obtained information and investigation outcome, it was concluded that the tip of the subject catheter became separated due to excessive torsion beyond the catheter's design limit that was inadvertently applied while the catheter tip was being trapped by the heavily calcified cto. Instructions for use states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that when the subject microcatheter was advanced over an exchange wire, it became stuck in the predilated moderately tortuous and heavily calcified cto (24 mo) in the lad. It was unable to advance, unable to retract without a guide catheter diving into the left main. Slow clockwise retraction in 4-6 turns was made, when the microcatheter tip broke in the lesion. Although attempt was made, a goose neck micro snare was unable to capture the separated tip. A buddy wire was advanced in parallel through new path in lesion, but non-asahi catheter failed to cross. The separated tip came out on removal of the non-asahi catheter. The separated tip embolised into a small intermediate branch. It was unable to retrieve with a snare and left in the anatomy. Reportedly the patient was ok. No known consequences were reported.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.